Event description:
It was reported that this communicator displayed a red call doctor icon due to the device being programmed to a ventricular tachycardia mode other than monitor and therapy. Rhythmcare recommended patient contact a healthcare professional to evaluate the implanted device. This device remains in service. No adverse patient effects were reported.